Manufacturer narrative:
The device was serviced on-site by a service technician as part of preventative maintenance. An alarm log review, functional testing, visual inspection, and service history review were performed. The f-38 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. No additional information is available.